Event description:
Physician reported five months after patient was injected with juvederm ultra plus xc in the vermillion border of the lips and the tip and bridge of the nose, patient experienced swelling and itchiness of the right cheek and nose during a trip within the continental united states. Patient was also injected in the cheek area with a combination of restylane and perlane concomitantly; the physician thought these dermal fillers might also be involved in the patient's symptoms. The patient was instructed by the physician to take allegra d and benadryl until they could be seen at the office. When patient returned for a follow up appointment, the physician noted swelling of the right cheek, swelling and induration of the bridge of the nose, an a "granuloma" at the left side bottom corner of the lip. No biopsy was performed. Patient was prescribed vitrase, prednisone, keflex, bactrim, and ultimately two intralesional kenalog injections to the "granuloma." The physician stated that the vitrase was not effective but that the keflex, bactrim and kenalog were, noting the patient symptoms resolved approximately one moth after they appeared.

Manufacturer narrative:
(B)(4). Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Mild itching was also noted, though not common.